Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No off no power or low battery alarm was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer reported that she changed the battery in her insulin pump five times and it did not turn on until the fifth battery was inserted. The customer's blood glucose was 134 mg/dl. The customer stated she did receive a low battery alert prior to the off no power alert. The customer stated there was a z-shaped crack on the battery compartment of the insulin pump. The location of the damage was near the thread of the battery compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.